Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck during a windows update. The field service engineer (fse) re-imaged the station to restore functionality and worked with support to resolve login issues. After reimaging, the system was recovered and brought back to normal operational status. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen was black and offline on remote smart service. There were no adverse events or injuries reported based on this event.